Manufacturer narrative:
(B)(4). Data has been received for investigation. A follow-up will be submitted upon completion of data investigation.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection.